Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was leaking. Per reporter, the issue was discovered during setup.

Manufacturer narrative:
G1 mfg address: corrected h3 and h6 codes - updated the product was found to be leaking during setup, rendering the device unusable. Additionally, the investigation could not confirm the reported complaint based on the analysis of the picture provided, as the image did not demonstrate the reported failure mode, and no product was returned for evaluation. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.